Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that power on reset (por): 0x400 parity error code was seen. The rep indicated that they were with the patient on (B)(6) 2017 and interrogated ins and saw 0x400. No patient symptoms or complications were reported in this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy stopped due to a power-on-reset (por). The patient felt like the stimulation was not strong enough, so they went to adjust it and got a por. The por was informational, and the patient was able to clear it with the patient programmer. It was noted the patient asked if they could make the light on their patient programmer stay on longer, but it was reviewed that the patient can press the navigation button and the screen will light up again. No further complications were reported.